Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the 99% stenotic left circumflex (lcx). The lesion was calcified and the vessel was severely tortuous. The physician attempted to implant the 2.75x12mm taxus express2 drug eluting stenting but had difficulty crossing the lesion, and the stent was lifted up. The physician removed the stent and completed the procedure with another device. The patient condition is listed as good.